Event description:
A healthcare facility in (B)(4) reported via fisher & paykel healthcare's (B)(4) office that the heater wire in 2 units of the rt329 infant continuous flow breathing circuit had a "stalled piece of plastic at the end of the circuit." It seemed that the heater wire of the breathing circuit had detached from its retainer clip. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Only 1 out of the 2 rt329 breathing circuits has recently been returned to fisher & paykel healthcare. The second breathing circuit will not be returned. An investigation is currently underway. We are not able to perform a lot check as no lot information is available. We will provide a follow-up report as soon as investigation results become available. (B)(4).